Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. It was reported that the patient had been using the trial controller. They reported that the rep that took them through how to use the device after implant didn't take their trial controller. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient stated that they had become pretty painful where the implant is in their whole right hip area and buttock. Patient also stated that their urgency has returned and they are barely making it to the bathroom. Both symptoms started 3 days ago. Patient stated that they woke up in the morning very uncomfortable and sore. Patient confirmed that they did not have a fall. Patient had not tried to connect to implant since surgery. Agent suggest patient attempt to connect while on call. Patient tried to connect 5 times, and each time was unable to. 'Communication error' message appeared and prompted patient to 'end session.' Prior to this event, patient said they have not had incontinence, have been able to sleep at night, and not have to do a mountain of laundry since implant. The patient was redirected to their healthcare provider to further address the issue.